Manufacturer narrative:
Additional manufacturer narrative: the explanted device was not returned to edwards for analysis because it was discarded at the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Late prosthetic valve endocarditis (pve) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process of the device.

Event description:
Edwards received information that this valve was explanted due to endocarditis.

Manufacturer narrative:
Despite attempts to receive further information regarding the device and event, no additional information was received and the explanted device was not returned to edwards. At this time, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted. No further actions are possible with the available information.

Event description:
It was reported that the patient underwent a valve explant after an implant duration of approximately one (1) year, one (1) month. The reason for explant is unknown. No additional information provided.